Event description:
Further follow-up indicates the infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-13335, 1627487-2019-13332, & 1627487-2019-13334. It was reported that the patient had an infection at the right extension cover and left extension/lead connection is located. The patient was given a course of oral antibiotics in addition to intraoperative IV antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.